Manufacturer narrative:
Submit date: 14-mar-2018 section was updated with the correct event date. Section was updated with additional information received from the initial reporter on 14-mar-2018. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that an ng tube was placed by a registered nurse per physician order in (B)(6) 2018. An x-ray was done after the placement which showed the ng feeding tube extending out left mainstem bronchus with tip in the left pleural space and a 10-15% left side pneumothorax. No intervention done per request of family due to patient's age and overall condition. Patient was discharged.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that an ng tube was placed by a registered nurse per physician order in (B)(6) 2018. An x-ray was done after the placement which showed the ng feeding tube extending out left mainstem bronchus with tip in the left pleural space and a 10-15% left side pneumothorax.